Manufacturer narrative:
As received, a partial lead was returned in three pieces: connector portion measuring 11.7 cm (stretched coil), middle portion measuring 3.8 cm (only outer coil returned) and distal portion measuring 37.0 cm. Electrical testing that could be performed did not find any indication of conductor fractures but did find internal shorts due to procedural damage at the connector region. Visual inspection and x-ray examination of the partial lead did not find any anomalies except procedural damages.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23594. It was reported that the patient presented in clinic. Upon investigation, lead noise was found on both the right atrial (ra) and right ventricular (rv) leads. The noise was replicated with arm movement. The noise resulted in pacing inhibition. The implanting consultant decided to monitor and observe. The noise episodes continued with increasing frequency over the next 12 months. The physician decided to extract the system. Both leads were explanted and replaced on (B)(6) 2020. The patient was stable.